Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again, which customer acknowledged and understood.